Event description:
The customer alleged questionable calcium results on 17 patient samples when testing was performed on the cobas c501 module. The customer noticed a disproportionate number of low calcium results, recalibrated the assay, and repeated the tests on the same analyzer. Results on 4 patient samples were found to be discrepant. The initial results were not reported outside the laboratory. For patient 1, the initial calcium result was 9.5 mg/dl and the repeat calcium was 10.2 mg/dl. Patient 2 was a (B)(6) male with an initial calcium of 8.5 mg/dl and a repeat calcium of 9.3 mg/dl. Patient 3 was a (B)(6) male with an initial calcium of 8.8 mg/dl and a repeat calcium of 9.9 mg/dl. Patient 4 was a (B)(6) female with an initial calcium of 9.0 mg/dl and a repeat calcium of 10.3 mg/dl. The customer stated that, as no erroneous results were reported outside the laboratory, no patients were affected. The customer removed lot number 62601901 of calcium reagent from the analyzer and replaced it with a new lot number of reagent after performing a comparison study between the two lots. The customer alleged that the problem was due to lot 62601901 and declined a service visit. Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed (B)(6) 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.